Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. On (B)(6) 2017, surgery for pelvic fracture was performed using the expedium sai and sfx system. The fixed area was s2 a1. The following events were confirmed during the surgery. The surgeon attempted a final tightening after completion of sai screw insertion and rod placement. Then, he tried to insert the transversal connector f2/18mm (part#:189401102, lot#: unknown) using a self-retaining inserter, however, this transversal connector got stripped and broken. Finally, he replaced this transversal connector with another size of transversal connector f1/16mm (part#: 189401101, lot#: unknown), and insertion was successful. No broken parts were found left in the body, and the surgery was completed without any delay. There was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the transversal connector revealed signs of operative usage with drive feature of the set screws worn. It was also noted that one of the set screws and the connector has damaged threads, consistent with the cross threading while insertion. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined for the stripped threads on the set screw and the connector. However, a potential root cause may be due to cross-threading the set-screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.